Event description:
Caller reports she had cataract surgery performed by a doctor hired by the practice she visits. The doctor implanted her right eye on the (B)(6) 2020. Caller alleges the doctor who performed the surgery never discussed possible side effects from the multifocal lens with her. She started noticing blurred vision, halos and distorted vision. Caller advises she reached out to the doctor who recommended she does the left eye to improve her overall vision. She followed the advice and had surgery on the left eye and was implanted with multifocal lens on the (B)(6) 2020. Caller states "I see spider webs each time I look at lights, my vision got worse after the implant and I felt blinded in both eyes¿. After having driving problems especially at night, she decided to seek second opinion and was advised to explant the device, she sought a third opinion and was given same recommendation. The left lens was explanted first, on the (B)(6) 2021 which helped her drive at night as she could close her right eye and use the left eye. The right lens was explanted on the (B)(6) 2021 and she sees so much better. Caller is part of a (B)(6) support group and knows of other people who have experienced similar side effects from the lens. The doctor who explanted lenses informed her the issue was with the lens as her retina is fine. Caller has reported to the manufacturer and trying to get a refund as she paid (B)(6) out of pocket to get them removed.